Manufacturer narrative:
.

Event description:
It was reported that the physician had two handhelds that were not holding a charge. The physician reported that the device showed a charging light on the front and the user preference settings verified that the device charged. The physician reported that this has been occurring for a while and she was unsure when the issue first began. A new programming tablet will be provided to the physician and the handheld is expected to be returned for analysis. The second handheld is reported in MFR. Report # 1644487-2013-03826.